Event description:
It was initially reported through a company representative in (B)(6) that an implanting surgeon had experienced difficulties inserting the vns therapy lead into a demipulse generator during surgery for a first implant. A second lead was used, but the difficulty persisted. A second generator was then used, and the lead pin could be inserted into the second generator's connector block. The implant could be completed. Attempts to have the products that were not implanted were made and thus far they have not been returned for analysis.